Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon was unable to control the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument passed recognition and engagement testing on an in-house is3000 test system. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and performed all grip functions successfully. The instrument was also installed on an instrument performance tester (ipt) and the instrument passed all range of motion testing. No cable damage was found. Failure analysis investigation also found that the distal end of the main tube had material missing. The surface of the main tube appeared to be scraped off with deep scratches in several areas. It has been concluded that the damage to the instrument's main tube was like due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.